Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the constant gong alarms is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged cable.